Event description:
Risk was notified by md that a pt's CT-read showed air embolism in brain which, according to read, was likely cause by the peripheral IV. The pt's mentation and vitals remain stable. Pt has 2 ivs, one started by ems pta and one started after the patient's arrival to the facility. Pressure bags were noted in room. The pt noted to have received 2l of normal saline according to chart. We will continue to monitor and md to order CT angiography to rule out pe.